Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and could not confirm the reported issue. No issues were found, the device functioned as intended. Since the customer's glidescope spectrum smart cable had been replaced the returned smart cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would flicker when in use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.